Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in moderately tortuous and severely calcified common iliac artery to external iliac artery. A 6.0 x 40, 75cm mustang was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced for an 8mm mustang balloon, but this device burst on the first inflation at 10 atmospheres. A different model was used to complete the procedure. There were no patient complications reported.